Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit needs replacement of cs300 batteries. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the batteries. The fse performed all tests successfully. The customer then received the unit in good working condition.